Manufacturer narrative:
Results of investigation: it was reported that during a right knee revision surgery, the surgeon noted a damaged pe insert and explanted the device. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes could include but are not limited to fit/sizing, traumatic injury or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information: bfarm fallnummer (B)(4).

Event description:
It was reported that during a right knee revision surgery, the surgeon noted a damaged in the polyethylene inlay. The device was ex-planted. Patient outcome is unknown. Additional information: bfarm fallnummer (B)(4).

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the reported intra-op finding of poly-debris and loosening was most likely the cause of the patient¿s pain. However, the root cause of the loosening could not be concluded, although the reported ¿initial event while shopping at the supermarket¿/possible trauma could not be ruled out as a potential contributing factor to the reported events, as the patient had reportedly done well in the beginning yet was ¿not able to cope¿ since that incidence. The copies of the (B)(6) 2020 fluro images and (B)(6) 2020 ap and lat x-ray images were provided and do not indicate a reason for the reported loosening of the insert noted during the revision. The patient impact beyond the reported pain, loosened poly-insert and subsequent revision could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential causes could include but are not limited to fit/sizing, traumatic injury or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.